Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the illumination of an ophthalmic console was dim. The illumination module and xenon lamp were replaced. Procedure details and patient impact were not provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Company representative performed an on-site assessment and replicated the reported event. To resolve the issue, replaced the nonconforming illumination module and as a preventative measure. They replaced the xenon then found the system to meet company specifications per service test procedure (stp). The root cause of the reported event is attributed to nonconforming illumination module. This complaint has been reviewed and based on a low occurrence rate; it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).